Event description:
Kangaroo tubing hung and primed, no error observed at this time. Feed was started, and I was given an error message stating that there was a "clog downstream", I assessed all my tubing and did not appreciate any kinks or clogs to either tube. I did notice that there was a leak coming from the pump, and upon removal of the tubing it appeared that milk was coming out of the small circular piece that is used to insert the tubing into the pump. There was a small puddle of milk on the floor. After hanging a new feed and bag, I did receive the same error message initially, but was able to give the patient the rest of his feed after dismissing the error message. Manufacturer response for set, enteral 1000 ml feed only for covidien epump, (brand not provided) (per site reporter). This complaint did not meet our criteria for a closure letter to be issued. However, you should have received an acknowledgement letter which serves as an acknowledgement that the complaint was received, would be fully investigated, and in the event that a root cause was identified, corrective actions may be initiated to prevent future occurrences.